Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported incorrect labelling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device label was replaced and the device passed all testing.

Event description:
It was reported that the pump received with incorrect serial number in outer label. The correct serial number was (B)(6). The event occurred while removing the pump from the package.